Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system was displaying a collision zone warning message. The warning message was noted to prevent the gantry from moving the gantry in the left and right directions as the message would appear. Invalidating home and re-homing was performed but the gantry would not dock. Home was then re-invalidated and re-homed again and the system docked. There was no patient present when this issue was identified. No additional information was provided.